Event description:
The following has been reported: end users have reported that the syringe pump which was programmed to run IV insulin for dka (at rate of 6ml/h) did not run for multiple hours and pump not alarming. This led to under infusion. Reporting as a conservative measure. No adverse event information reported. More information is needed to complete the investigation.